Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles are loose. The following information was provided by the initial reporter, translated from swedish to english: we get a notification from our customer that use your needles 300600 needle bd microlance 0.50x16mm 25g-5/8 and have experienced a few times now that the needles are loose.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles are loose. The following information was provided by the initial reporter, translated from swedish to english: we get a notification from our customer that use your needles 300600 needle bd microlance 0.50x16mm 25g-5/8 and have experienced a few times now that the needles are loose.

Manufacturer narrative:
Investigation summary: to aid in the investigation of this issue, three picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, an extraneous needle was observed on the affected product. This type of issue can occur during the assembly process when the cannula is assembled onto the hub component. As a result of some isolated issue, a cannula may become detached and fall onto the following product. Once the epoxy (the adhesive used to join the cannula to the hub) is cured, the extraneous cannula remains stuck to the affected product. This situation is most likely to occur in smaller gauge needles due to their low weight. H3 other text : see h.10.